Event description:
Caller reported damage to the pump housing and usb port, which impaired the ability to charge the pump, though the pump did not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by dispatching a replacement pump and advising the customer on necessary steps upon its arrival, including returning the damaged pump. The customer was informed that the new pump's updated software would not be compatible with their current sensor, prompting them to seek a prescription for a compatible sensor. Customer will continue to use current pump for insulin delivery.